Event description:
The customer reported that the system was being used in a case and it would not fluoro. The monitor was black and it would not image. The system was rebooted and the system worked properly for the remainder of the case. There was no patient injury reported with the problem.